Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 9 years 8 months post implant of a 26mm sapien valve, the valve presents aortic valve dysfunction and mild paravalvular leak. Per medical records review, the patient was hospitalized for chronic heart failure (chf) exacerbation and treated with medical management. Recent tee showed a sapien bioprosthetic valve with thickening and structural valve degeneration of the leaflets with moderate paravalvular leak. Per report, a valve in valve (vinv) procedure would have been performed had the patient not declined requiring election for medical management.

Manufacturer narrative:
Correction to h6 based on additional information. The complaints for degeneration/deterioration and paravalvular leak worsening were confirmed based on provided medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 9 years 8 months post implant of a 26mm sapien valve, the valve presents aortic valve dysfunction and mild paravalvular leak.' Per medical records, recent tee showed a sapien bioprosthetic valve with thickening and structural valve degeneration of the leaflets with moderate paravalvular leak. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets, with bioprosthetic tissue calcification as the underlying failure mode. In this case, the presence of stenosed valve with thickened leaflets was confirmed based on recent echos. In addition, medical records revealed that patient had history of hyperlipidemia and chronic kidney disease (ckd), both of which are known to increase the risk for developing bioprosthetic valve calcification. As such, available information suggests that patient factors (chronic kidney disease, hyperlipidemia) may have contributed to the reported event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. In this case, patient had progressive heart disease as indicated by presence of dilated left atrium, mitral calcification, elevated gradients associated with pulmonary valve, and tricuspid regurgitation. Therefore, it is possible that the variable degrees of pvl (mild to moderate) observed throughout the duration of thv implant were caused by cardiac remodeling, due to morphological changes in the aortic valve overtime, which can lead to a compromised seal between the pvl skirt and target site. As such, available information suggests that patient factors (cardiac remodeling) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.